Event description:
The catheter is expected to be returned. The catheter was implanted on patient in 2004. On the third day, the catheter was not showing a pressure wave, reading was 20-30mmhg. A replacement was required. At this time it is unknown if there was patient injury. Additional information has been requested. A telephone call was received from the reporter in july 2004 indicating no intervention was given to the patient based on the error readings, since the treating surgeon did not believe the reading was accurate based on the patients condition. The reporter indicated the catheters were fragile and perhaps the insertion technique was the cause of the inaccurate reading.